Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2011. The patient manages his diabetes with an insulin pump; however, it is unclear what action the patient took in response to the reported power issue. According to the csr's documentation, at 12pm that day, the patient reportedly developed symptoms of sweating, shaking, and confusion as a result of the alleged issue and immediately after the onset of his reported symptoms, the patient administered food and/or drink as self-treatment. The patient reportedly also consumed more food/drink at 4pm that evening. The patient denied testing his blood glucose with another device. During troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced (per owner's booklet recommendation), the patient was using the correct test strips at the time the alleged power issue occurred, and there was not misuse of the lfs product. The alleged power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.